Event description:
Pt was revised to address loosening of the tibial tray and femur at the cement/bone interface. Surgeon thought cement used at primary surgery was competitor's brand. Poly wear was discovered intraoperatively. Infection was suspected by the doctor.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 8 - 9 yrs ago. Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. Provided info indicates depuy cement was not used at the original surgery. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be reopened.